Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced weakness and her legs were shaking. She laid down on the sofa and called an ambulance. At some unspecified time of the event the cgm was reading high and the blood glucose reading was 55 mg/dl. The paramedics provided some unspecified medication to the patient. After treatment, the patient recovered. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.